Manufacturer narrative:
The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that they had a late bleed from an angio-seal device. The fellow stated that it was approximately forty-eight hours after deployment of angio-seal when the patient had the bleed. She had picked up her grandchild (unknown weight) and felt a pop. The patient was an inpatient and had come to the ir suite for another neuro angiogram. The previous day they had gone right groin, so for the case they did left groin access. After the angio-seal deployment on the left side, they held pressure on the left while the patient was being extubated from general anesthesia for the case. It was noticed later that they had begun to bleed from the right arteriotomy site. He did mention that the right access had been a high stick. The type of procedure performed was a neuro angiogram. Additional information was received on 17jan2024: the device was a 6fr angio-seal vip. Additional information was received on 18jan2024: this patient actually had to have a transfusion and went to the operating room (or) for this. Updated description of incident: on (B)(6) 2023 the patient came to the neuro interventional suite for a neuro angiogram. Right common femoral access was obtained with a 6fr sheath. After the case was completed a 6fr angio-seal was opened for closure (this is the ppr angio-seal site). The groin run of the right showed a borderline high stick, a vessel greater than 4mm and no disease present. The angio-seal was deployed, hemostasis was achieved, and the case was a success. The subsequent day ((B)(6) 2023) the patient returned to the neuro suite for another angiogram. The left common femoral artery was used for access. A 6fr sheath and angio-seal were used for closure. The procedure was a success and hemostasis was achieved. The patient had been under general anesthesia during the case, and while the patient was being extubated, the fellow held pressure on the left arteriotomy site (the one they had just closed). No pressure was held on the right groin (accessed (B)(6) 2023). During extubation, it was noted that the patient had hard coughing fit. The case was completed at 10am and the patient was sent to the inpatient floor. Approximately 6 hours later post angiogram, the patient became unstable. The patient was tachycardic, hypotensive and their abdomen was distended and tense. A code was called and the massive transfusion protocol was activated. The patient was taken for a CT and active extravasation from the right common femoral artery could be seen as well as a very large retroperitoneal hematoma. It was decided that vascular surgery would take the patient to the or for repair of the vessel. After the vessel was repaired in the or, the patient was stabilized. No chest compressions were needed during the code and the patient does not have any lasting issues relating to the bleed and subsequent surgery. Used a 6fr angio-seal vip, unknown lot number. Event date was 8/29/2023. No difficulties with arterial access, sheath, guidewire, or catheter insertion. Yes a pre-deployment angiogram was performed. The puncture was right common femoral artery, borderline high stick, no disease present in the artery was greater than 4 mm. No issues with insertion, deployment, or withdrawal of the device. Hemostasis was achieved in the procedure room. The estimated blood loss was greater than 250cc. The patient was not stable during the event. An intervention was needed to fix the issue, then the patient was stabilized.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for retroperitoneal bleeding due to a high stick. The exact root cause cannot be determined. The likely cause was determined to have been a puncture site proximal to the inguinal ligament (high stick) resulting in retroperitoneal bleeding. The device may have been used against the instructions for use (IFU), as per the IFU: "do not use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal hematoma." The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).